Event description:
It was reported that the surgeon inserted a silicone plate lens with toric in 2007, and the patient was having vision difficulty. The lens was repositioned but it did not resolve the problem. The lens was explanted in 2008. The reporter believes the axis and power of the astigmatism on the lens is inaccurate.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic plate and part of the optic was torn off and missing and there was a reddish residue on the lens.